Manufacturer narrative:
Two catheters had been returned for evaluation: catheter no. 1: catalog number 500-55112; (B)(4). Catheter no. 2: catalog number 500-55112; (B)(4). Visual inspection of both catheters confirmed no blood in the catheters, but the microscopic inspection confirmed the reported complaint of occlusion. Investigation is ongoing under an opened CAPA. On follow-up, the physician said the patient did fine, although there was a delay due to opening more than one catheter. The ekosonic mach4 endovascular device instructions for use, page 5., clearly state to prepare the catheters outside of the body by flushing them prior to placement in the patient. According to ekos' internal documentation, this event is not reportable, but complainant expressed his opinion that ekos should report it.

Event description:
An ekos sales representative reported that the physician was prepping the device and having increasing difficulty with flushing the drug lumen. The ekos rep stated that the physician pulled a second device with the same result. A third device was pulled and prepped successfully. The physician contacted the ekos sale representative after the event and had saved the devices. The physician requested to return them for evaluation and would like to know the results of the evaluation. Follow up from the ekos sales representative five hours later: the patient was doing fine.